Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with this lot 25d245av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Impeded in microcatheter is a known potential issue associated with the use of the device. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during mechanical thrombectomy of a ¿giant aneurysm¿ of the basilar trunk by flow diverter, the operator observes a problem of inserting the embotrap iii 5 mm x 22 mm thrombectomy device (product code: et307522, lot number: 25e097av) into a headway 21 microcatheter 21. It was impossible to pass the device into the conical part of the microcatheter. The embotrap retriever is damaged and not usable. Using another device. There was no patient injury reported. Additional event information received on 26-may-2026 indicated that the event did not result in excessive procedural delay that could be considered clinically significant. It was necessary to remove or replace the microcatheter. It is unknown where the reported damage was at. Nothing was found obstructing the microcatheter.